Event description:
It was reported to philips that the cover of the ceiling lead shield had become detached, which can impact patient safety. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the mavig arm was detached. Upon troubleshooting actions, the fse identified that the mavig arm holding the lead shield had been stuck by the large c-arm, which operated by the customer. The fse reattached the mavig arm. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was caused because the user operated the c-arm which was collided with mavig arm. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.